Manufacturer narrative:
Final investigation showed that the device was stiff during opening and closing of the jaws. The jaw was found to be properly aligned, and there was no damage to the edges of the jaw which would lead to dullness.

Event description:
It was reported that use of a biopsy forceps damaged tissue around the biopsy site, causing bruising and swelling that was not normal. Additional follow up with the endo manager and charge nurse for this case confirmed the complaint, with the additional comment that lack of a sharp bite caused bleeding and added unnecessary time to the procedure.